Event description:
It was reported that the device screen was intermittently unresponsive to touch input, requiring multiple attempts to interact with the interface, while no screen cracks were observed and the screen was functional during the call. Symptoms included user difficulty interacting with the device interface, with reported neuropathy that could affect touch sensitivity. Outcomes included no alerts or alarms and no clinical intervention or hospitalization. Investigation included user coaching and troubleshooting during the call. Investigation of this case revealed that the device operated during evaluation and that user factors, including neuropathy, could contribute to perceived touch responsiveness issues, with no confirmed device component damage. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to normal operation observed and potential user-related factors.